Manufacturer narrative:
The lead was returned with no reported event. As received, only the connector portion of the lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation exposing the outer coil consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted with the exception of procedural damage.

Event description:
This report is to advise of an event observed during analysis. Wear problem.